Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colostomy takedown. According to the reporter: the stapler cut the tissue, but did not staple. A new stapler was opened to complete the case. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was not extended by more than 30 minutes. No reinforcement buttress material was used.